Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this system, sought medical attention due to a system shock. Upon interrogation, device safety mode and a short circuit condition, were observed. The device and associated right ventricular lead have been extracted and replaced in absence of adverse patient effects. Only the device is intended to be returned for analysis and another system was implanted without incident.